Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 87% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery (mlad). A 3.00 x 20 synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. However, it was noted that the stent strut was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the third distal stent row was damaged and the stent struts were lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 87% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery (mlad). A 3.00 x 20 synergy¿ drug eluting stent (des) was advanced but failed to cross the lesion. However, it was noted that the stent strut was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.